Event description:
It was reported by service report that the fowler was stuck and would not lower, the motion interrupt pan was missing, and the headend left siderail was broken and could not be locked in place. The customer reported that they did not know if there was pt involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Result: timing link; fowler link/bracket; motion interrupt pan.